Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on an unknown date. During the procedure and inside the patient, the snare would not cut through the tissue. They tried to open and close the device multiple times but the device had problems extending out of the catheter to fully open. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.